Event description:
The manufacturer distributor reported that the device overheated during testing prior to a medical procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.